Manufacturer narrative:
N/a

Event description:
The following has been reported: error 18: presence of mains power supply error. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The reported device was not received in brézins for investigation because it was repair locally. The defective power supply board was received in brézins for investigation. According to the result of investigation, on visual inspection, it was found that the cause of the failure was the breakage of diode d1 at its soldering point, probably caused by a fall of the device. Based on this information the root cause of this defect was found likely due to an mishandling of the device probably caused by dropping the device or mishandling the board which corresponding to a misuse. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.

Manufacturer narrative:
Update dates on imp f11-f13.